Event description:
It was reported that the cartridge o-ring was leaking insulin. The customer experienced an elevated blood glucose (bg) level. The customer's continuous glucose monitor displayed "high"; but a specific value was not provided. A correction bolus was delivered and a supply change was performed to treat the bg. The customer continued to use the pump for insulin therapy.